Event description:
It was reported that the ilet user experienced recurrent nocturnal hypoglycemia while using continuous glucose monitoring and treated lows with oral fast-acting carbohydrates, followed by subsequent hyperglycemia consistent with overtreatment and a roller-coaster pattern; the user declined a follow-up and planned to contact a trainer. Symptoms included low glucose episodes and subsequent high glucose readings, with a peak of 400 mg/dl and a low of 42 mg/dl. Glucose values trended down while on call to 218 mg/dl. Outcomes included transient disruption to glycemic control without hospitalization or medical intervention. Investigation included complaint handling with troubleshooting and user education regarding meal announcements and standardized hypoglycemia treatment using oral glucose. Investigation of this case revealed user-related overtreatment of hypoglycemia contributing to rebound hyperglycemia. It was concluded that the device functioned as designed and that the event was related to use patterns, with further optimization to be addressed through training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.